Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, it was noted during preparation that the cord would not transmit current. It was reported that this was the first time the active cord had ever been used, and no visible damage to the device was found. The procedure was completed with another active cord. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4) the reported event: cord failed to deliver energy. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the red banana jack connector had detached from the cord. Inspection of the end of the cord from which the connector detached revealed that the heat shrink was stressed, indicating wear and tear from repeated use. The condition of the returned device was consistent with the complaint that the active cord failed to transmit current; the complaint was confirmed. Repeated use of the device likely weakened the core wire to the point of breaking. This would allow the red connector and cord end to detach, after which the device would not transmit current. Therefore, the most probable root cause of this event is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, it was noted during preparation that the cord would not transmit current. It was reported that this was the first time the active cord had ever been used, and no visible damage to the device was found. The procedure was completed with another active cord. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.